Event description:
It was reported that the patient was being implanted for a trial procedure. The physician noted a cerebrospinal fluid leak when the epidural needle was inserted during the procedure. The case was abandoned. The patient reported a headache two hours following the procedure. The physician performed a blood patch. The patient was instructed to lay flat for two days and hydrate. Follow up revealed the patient's headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.